Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. Hemostasis was achieved, 10 minutes later the arteriotomy site began bleeding and manual compression was applied. It was stated bleeding continued during the night and a femostop was applied the next morning; hemostasis was achieved that afternoon. The next morning a hematoma developed and the pt underwent surgical exploration and repair. The surgeon noted the angio-seal wasn't in the correct position; the entire device was found in the hematoma. The angio-seal was removed and the anchor was folded in half. Hemostasis was achieved and the pt was given a blood transfusion. Three days later the pt was discharged in good condition.